Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction with a continuous beep. The fse checked the power supply assembly. All voltages were working. The fse reset the datasettes and the main board connection. The unit then switched on. All pneumatic tests passed. All parameters and functions were okay. The unit was handed over to the user for clinical use. This problem could be due to the humidity so suggested to maintain the humidity and temperature.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use ,that the cs300 intra-aortic balloon pump (iabp) is not switching on. There was no patient involved.